Manufacturer narrative:
Vyaire file identification: (B)(4). Several attempts have been made to contact the customer for patient information. Any additional information received from the customer will be included in a follow-up report. Vyaire's field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event was the front panel display. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the device is operational and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the display screen has blanked out. At this time, it is unknown whether or not there was any patient involvement associated with the event.